Manufacturer narrative:
Additional information: d9, g3, h3, h6. -complaint allegation is confirmed. -visual inspection of the 4.5 mm biocomposite-corkscrew® ft suture anchor with one #2 fiberwire® and one tigerwire®, identified that the driver returned do not have any issues. Per evaluation of the picture attached, it was noted that the anchor was broken off. -functional testing was not performed due to the damage to the device. The most likely cause for the reported failure can be attributed to user error of the device due to misalignment insertion, and/or prying/leveraging of the device during insertion.

Event description:
On 4th august 2025, it was reported by an arthrex's employee via email that for 1 unit of ar-1927bcf-45, 4.5 mm biocomposite-corkscrew® ft suture anchor with one #2 fiberwire® and one tigerwire®, the anchor broke during insertion. This was detected during an arthroscopic patellar stabilization surgery on 3rd july 2025. The procedure was completed successfully by using another new ar-1927bcf-45. There was no patient harm and no secondary procedure needed.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.